Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 178mg/dl (meter), 80mg/dl (lab). Tests were done within 15 minutes with a difference of 98mg/dl. Patient did not experience any adverse events. No further information has been reported